Event description:
Caller reported a rapid drop in indicated battery charge percentage over a short period of time. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump. The customer agreed to continue using the current pump as backup to ensure continuous insulin delivery. Customer was instructed on how to put the pump into storage mode and was advised to return the problematic pump using a pre-paid label within 10 days, which the caller understood and acknowledged.